Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery in the middle of the night. The blood glucose reading was 236 mg/dl. The customer stated that when she got up to give herself a bolus, the insulin went through without a problem. She stated that she thought that the reservoir did not have enough power to give her insulin in the middle of the night. She reported that she had tried all remedies. The customer was advised to replace the insulin pump. She believed that this was a recurring issue due to the insulin pump having been recertified. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.